Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a frequent occlusion issue with the pump. The patient had a blood glucose of 360 mg/dl with nausea. The patient received no unusual treatment but changed site and tried to treat with bolus. Customer support (cs) found the patient was using the cartridges per IFU, and that ifs insertion technique and site maintenance were done correctly. Cs attributed the bg excursion to a product issue. The bg excursion does not meet animas criteria for an adverse event. This complaint is being reported as the occlusion issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed multiple occlusion alarms. The force at the time of the occlusions was high. During testing, the pump was able to successfully complete a rewind, load, and prime sequence with no alarms. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no occlusions occurring. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.